Event description:
Hello FDA, on (B)(6) 2023 I had cystoscopy with urethral bulkamid injection under general anesthesia in the operating room for stress urinary incontinence. While the bulkamid injection seemed to work initially, the effects wore off completely after 1 month. But the worst part is that my incontinence is now worse. I had a cold virus 1 month after the procedure around (B)(6) 2023, and now have incontinence every time I cough which is much worse. I want to make a formal complaint about the long term effectiveness of bulkamid and that is doing harm once the brief period of effectiveness wears off. My physician urologist is dr. (B)(6) . Thank you, (B)(6).